Event description:
Customer reported a hospitalization due to high blood glucose levels. He said he had back injections a couple of days ago and had a headache all day the next day. When he woke up this morning he still had the headache, so he went to the hospital. Customer stated that he was in an accident where he was the driver. Customer's blood glucose level at the time of admission was 583 mg/dl. He was diagnosed with diabetic ketoacidosis. He will be admitted and treated with an insulin drip. Customer declined to trouble shoot for high blood glucose because he feels the insulin pump is working fine. He feels that he needs longer needles. Customer was advised that sample sets will be sent for him to try. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.